Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the blood glucose was high due to calibration error. The customer had low blood glucose was treated with candy but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer stated she is without sensor all day.